Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the rv connector bore and indicated that the rv set screw was found in the rv connector bore, fm on the rv grommet, a damaged rv gromme, foreign material on the rv set screw and a rounded rv setscrew socket.

Event description:
It was reported that during the implant procedure, the setscrew of the implantable cardioverter defibrillator (ICD) was not reacting to the torque wrench - it couldn't be tightened or released and the connector of the lead kept falling out of the device port. The physician was not able to screw the connector (right ventricular lead pace/sense) of the competitor lead to the connector port of the ICD. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.